Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Foreign material (blue plastic-like substance) was found protruding from the air/water nozzle. Evaluators concluded that this blue plastic-like substance did not originate from the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing maintenance on his olympus gastrointestinal videoscope, foreign debris was found protruding from the air/water nozzle. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the blue plastic foreign material nor the root cause of it although the foreign material did not originate from olympus device. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual olympus gif-ez1500 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual olympus gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.